Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed that the electrode was severed near the array, and cut silicone overmold was observed on both top and bottom covers prior to receipt. These are believed to have occurred during revision surgery. In addition, broken wires were observed at the fantail region. The photographic imaging inspection confirmed all broken electrode wires at the fantail. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. The scanning electron microscopy analysis confirmed that all wires exhibited evidence of tensile breaks at the fantail region. The photographic imaging inspection revealed all broken electrode wires between the fantail and electrode ground ring regions. It is believed that these breaks caused the open impedances, induced by the head trauma reported. A corrective action was implemented. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Event description:
The recipient is reportedly experiencing open circuits following a head trauma incident. External equipment was exchanged, however, the issue did not resolve. Explant surgery is under consideration.